Event description:
A report was received that the patient¿s ipg was in a position that was uncomfortable. The patient underwent a pocket revision and was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).